Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of sepramesh ip and synthetic mesh. Per op notes, ¿midline incision was used to excise the old scar. The hernia was identified and dissected free. Adhesions were taken down. A sepramesh ip mesh was placed as underlay and sutured. A synthetic mesh was placed as overlay and sutured to underlay mesh.¿ on (B)(6) 2014 - patient was diagnosed with infected mesh and seroma thereby underwent open repair with partial excision of sepramesh ip. Per op notes, ¿the incision was made through the overlay mesh and opened. The infected pocket cavity was encountered and suctioned out. Necrotic tissues were debrided. The prior meshes were noted and infected portion was excised. All the necrotic tissues were excised. Wound vac was placed.¿ on (B)(6) 2014 - patient was diagnosed with recurrent abdominal wall wound infection with mesh and fistula thereby underwent open repair with excision of sepramesh ip. Per op notes, ¿the prior mesh was identified. Fistula was excised. Once all the sinus tracts were removed. The inferior portion of mesh was adherent to bowel was taken down. A pocket of pus was encountered and suctioned out. Superior portion of mesh was unincorporated. All the mesh was excised. Wound vac was placed.¿ on (B)(6) 2017 - patient was diagnosed with abscess thereby underwent open repair. Per op notes, ¿three abscess cavities were noted and suctioned out. Wound vac was placed.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be the best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no. Expiry date, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."